Event description:
The gyrus acmi halo pks cutting forceps handpiece would not function. The generator was turned off and back on and the handpiece still would not function. The handpiece was exchanged and there were no further issues. Diagnostic laparoscopy, loa, lso, fulguration-endometriosis. Event reappeared after reintroduction: yes.